Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. The device was in back-up operation mode upon receipt. Analysis of the device image showed device went into backup while implanted due to exposure to radiation during treatment. The device was restored by reloading product code. Analysis performed indicated normal device characteristics, and device can interrogate through inductive telemetry throughout the tests. Longevity assessment was performed, and implant duration exceeds total projected longevity, indicating normal battery depletion.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, the device was unable to be interrogated. It was noted, the patient had received cancer radiation therapy, it is unknown if this was the cause of in the inability to interrogate the device. It was also noted; the patient had not had a device check in a long time. The device was explanted and replaced to resolve the event. The patient was stable.